Manufacturer narrative:
Sensor 0m000e1krzm has been returned and investigated. On visual inspection the sensor plug was observed not properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 1 (storage state). Insertion failures were observed. This issue is not confirmed to use as sensor plug was not properly seated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A caregiver reported the adc freestyle libre sensor did not activate and the message, "check sensor," after application. As a result, on (B)(6) 2020, the customer experienced nervousness and was unable to treat themselves. The customer became hyperglycemic and was treated by the caregiver with an injection of insulin (dose unknown.) There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre sensor did not activate and the message, "check sensor," after application. As a result, on (B)(6) 2020, the customer experienced nervousness and was unable to treat themselves. The customer became hyperglycemic and was treated by the caregiver with an injection of insulin (dose unknown.) There was no report of death or permanent injury associated with this event.